Manufacturer narrative:
This report has been updated from a serious injury. To a product problem.

Event description:
It was reported to philips, that when the customer was using pads, the bottoms of the two pads were stuck together. The customer discontinued the use. And used another pad. It was initially reported, that there may have been a delay in life saving therapy, however, it was later clarified by email from technical support, that the customer was monitoring a patient at the time of the issue. Therefore, this report has been updated from a serious injury to a product problem.

Event description:
It was reported to philips that, when the customer was using pads, the bottoms of the two pads were stuck together. The customer discontinued the use and used another pad. It was initially reported that there may have been a delay in life saving therapy, however, it was later clarified by email from technical support that the customer was monitoring a patient at the time of the issue. Therefore, this report has been updated from a serious injury to a product problem. The philips technical support specialist shipped the involved pad to philips for evaluation. One set of pads was returned for failure analysis. Upon receipt by the failure analysis lab, the pads set tested fine functionality wise. However, the reported problem according to which ¿pads were stuck together¿ was verified. The pads set was scrapped.

Event description:
It was reported to philips that, when the customer was using pads, the bottoms of the two pads were stuck together. The customer discontinued the use and used another pad. Additional details have been requested. It is not known if the device was being used on a patient. As it is possible there may have been a delay in life saving therapy, we are considering this report to be a serious injury. However, no direct adverse event to the patient or user was reported.